Event description:
It was reported that the patient had a new catheter placed on (B)(6) 2012 because a granuloma was growing on the top of it. The patient was very tight as a result of the event. It was a sudden change. It was noted that no diagnostics or treatments were performed. The catheter was revised. The event was reported to have occurred in (B)(6) 2012. The pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n160643004, implanted: (B)(6) 2008, product type: catheter. (B)(4).